Event description:
It was reported that the cable arched and split into two pieces during a case. There were no injuries and not much delay as a replacement cord was gathered to finish the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the cable arched and split into two pieces during a case. There were no injuries and not much delay as a replacement cord was gathered to finish the case.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The cable was visually inspected for damages and the distal end of the cable, where the connector attaches, broke off. The most probable root cause could be that the cable was damaged before it was activated thus causing a short. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.